Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to a "scrotal hematoma" and a "vascular brain accident." A new 18cm x 12mm ipp device with 100ml reservoir was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information received states the patient underwent an original implant surgery of an ipp device. There were no device components explanted. The patient had a scrotal hematoma and there was no vascular brain incident. No interventions were done to treat the hematoma. The device remains implanted so nothing will be returned.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to a "scrotal hematoma" and a "vascular brain accident." A new 18cm x 12mm ipp device with 100ml reservoir was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.